Event description:
Reporter indicated a pt was admitted to the ER last year, due to migration of "the generator from the chest area to up over the clavicle." The reporter performed an interrogation during a routine office visit. "The results were fine and the device output current was changed from 1 ma to .25ma." This year during a routine office visit, the reporter performed additional system and normal diagnostics test at the request of the family. These tests resulted in high impedance, suspecting a possible lead break. X-rays were reviewed by the reporter and radiology; they could not find any lead breaks. "They could not find any portions of the lead that were clearly visible to them." In addition, the x-rays were reviewed by the manufacturer. The strain relief bend and loop were not present. In addition, no tie-downs were observed. A portion of the lead was behind the generator, so the entire lead could not be assessed. No obvious lead discontinuities were noted on the visible portions of the lead. However, a suspect area was noted as acute angles were present near the lead bifurcation. The reporter indicated that this pt was not programmed off. "He did not want his seizures to increase." Based on the diagnostics reports, a representative recommended the reporter turn the device off to prevent the potential for lead dissolutions. Good faith attempts for additional information are in progress and awaiting results.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR. The strain relief bend and loop were not present. In addition, no tie-downs were observed. A portion of the lead was behind the generator, so the entire lead could not be assessed. No obvious lead discontinuities were noted on the visible portions of the lead. However, a suspect area was noted as acute angles were present near the lead bifurcation. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.